Manufacturer narrative:
Additional manufacturer narrative calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 25mm mitral valve underwent a valve-in-valve (viv) intervention after an implant duration of 10 years and 6 months due to calcific degeneration leading to severe stenosis and moderate regurgitation. A 26 mm transcatheter valve was implanted with a successful result. The patient was doing well and was discharged home.

Event description:
Edwards received notification that a patient with a 25mm mitral valve underwent a valve -in-valve (viv) intervention after an implant duration of 10 years and 6 months due to calcific degeneration leading to severe stenosis and moderate regurgitation. Per medical opinion, this valve did not fail prematurely. A 26mm transcatheter valve was implanted with a successful result. The patient was doing well and was discharged home.

Manufacturer narrative:
Updated b5 per new information received. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.